Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag which resulted in a leak and led to the alarm. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.